Event description:
A philips field service engineer reported that the device failed to power up.

Manufacturer narrative:
A philips field service engineer reported that the device failed to power up. The fse evaluated the device. Replacing the processor pca resolved the issue.